Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not charge. When the pump was connected to a power source, it would not recognize the power source. Customer reported an elevated blood glucose (bg) level of 276 (mg/dl). Insulin pens were used to address bg levels. It was indicated that insulin pens would be used for diabetes management.